Event description:
Valve was explanted during reoperation after 1 day implant duration due to "sticking" or immobile leaflet as seen on post op-echocardiogram. Patient expired due to unknown cause in 2006 4 days post op.